Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2018. The customer installed a replacement backup battery and the unit was returned to service.

Event description:
The customer reported that the backup battery was "weak". There was no patient or user harm reported. The event date was not specified; estimate used.